Event description:
It was reported to medtronic minimed that the customer experienced a defective pump. The customer reported no adverse event. The event involved product(s) pump mmt-1812. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1812 and customer response was the pump mmt-1812 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review pump error 53 alarm confirm in main error log (adapt) file ID:65535 line ID: 65535. Per software engineering log investigation pump error 53 was trigger by a broken force sensor. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies, motor assembly and keypad assembly causing electrical short. Unit also received with scratched case, cracked case (battery tube) and cracked battery tube threads. In conclusion unit came in with critical pump error alarm trigged by pump error 53. Pump error 53 due to moisture damage on electronic assemblies the reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.